Event description:
It was reported via repair work order that footboard had intermittent power due to loose footboard connector pins between footboard and main cpu. It was also reported footboard ribbon cable was loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.